Event description:
It was reported that the patient experienced urethral erosion due to their advance sling. The patient was implanted with an alternative continence device on (B)(6) 2016. No further patient complications were reported in relation to this event.